Event description:
The patient reported she was changing the cartridge on her insulin infusion device this morning when the plunger became stuck on the piston rod and insulin got inside the cartridge compartment. She stated she removed the plunger from the piston rod and switched to her backup infusion device. The patient was advised to let her primary infusion device dry out for 24 hours before using again. The process of changing an insulin cartridge was reviewed with the patient. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.